Manufacturer narrative:
(B)(4).

Event description:
The pump was experiencing multiple motor stall and recovery events. The pump was replaced. There was reported to be no patient injury. The device system was used to deliver diamorphine, clonidine, and bupivacaine. The new pump was filled with morphine.